Event description:
It was reported that the tip of an asahi sion blue guide wire had detached during a percutaneous coronary intervention to treat a 90-99% stenosis with organized thrombus in the segment 6 of the left anterior descending artery (lad). The guide wire was delivered to the distal lad and optical coherence tomography (oct) was performed to diagnose the lesion. After dilation with a scoring balloon, an asahi sion guide wire was delivered to the segment 9 to protect the side branch and a stent was deployed in the main stream of the lad. When the sion blue guide wire was removed after post-dilation, the wire tip was noted detached and remained in the distal lad. The operator determined to leave the remaining tip in situ as it would not affect hemodynamics since the distal lad was already packed with organized thrombus. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and the devices produced by this site are not distributed or sold in the us. The sion blue guide wire was returned for evaluation. The reported tip separation was confirmed on the returned guide wire. The outer was fractured at the mid solder which was originally located at 20mm from the tip to fix the outer coil onto the inner coil. The exposed inner coil was found stretched with widened coil pitch. The core composing wires (straight core wire and twist wire) were found fractured at the distal end of the inner coil wire. Microscopic observation of the fracture ends revealed that both core composing wires were necked at their fracture ends due to tensile stress. The fracture end of the outer coil was flat, attributing to torsion that was generated when the outer coil was pulled and became straightened. The above findings suggested that approximately 7mm of the core composing wires and approximately 20mm of the outer coil including the ball tip was detached. Lot history review revealed no anomaly relating to the reported event from either lot. No other similar product experience report was received from either lot. Based on the provided information and investigation outcome, it was presumed tensile stress generated with removal had most likely contributed to the observed tip separation of the returned sion blue guide wire. The applied tensile stress would localize and therefore exceed the product design limit when the tip was being trapped likely by the organized thrombus or the peripheral vessel. It was concluded that concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.